Manufacturer narrative:
The reported event of the pump restarting after being stopped from the system can be confirmed based on the information recorded in the log file. The data log files (event and periodic) were successfully retrieved. The first entry recorded in the log file (1/1/200 1:18) revealed that the system was operating at the set of 4800 rpm (low speed at 5000 rpm) with clock not set and the backup battery not installed. The system was powered by a power module and the set speed was gradually adjusted to 5200 rpm. At 2:53 there was an intentional pump stop and one second later the recorded actual speed was 0 rpm. Approximately 9 minutes later the voltage provided by the power module significantly decreased and there was a high pump current flag recorded. The data captured approximately 4 seconds later indicated that the speed remained at 0 rpm and in addition to the high pump current flag there was a rotor displacement flag active. The recorded motor power increased to 37.7 w, there was a low voltage hazard alarm and an alarm silence button pressed flag recorded and the pump imitated operation. The power module output increased to the expected normal levels (above 14v) and the motor power decreased to 14.7 w when an intentional pump stop was recorded and the actual speed decreased to 0 rpm. The information recorded at 3:05 revealed that there was an alarm silence button pressed flag recorded and the pump initiated operation again when approximately 12 seconds later there was another intentional pump stop recorded. The data captured at 3:06 revealed that the set speed was adjusted to 3000 rpm (low speed 5000 rpm) and at 3:13 the driveline was disconnected. The returned system controller was functionally tested using the laboratory equipment and was found to function as intended. A full functional test was performed and the controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. In conclusion the evaluation findings and the data captured in the log files suggested that the pump restarted after the alarm silence button being pressed.

Event description:
Related manufacturer report numbers: 2916596-2019-00576 and 2916596-2019-00578.

Manufacturer narrative:
Section b5: related manufacturer report numbers for concomitant devices.

Manufacturer narrative:
Approximate age of device - 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that during the implant of a left ventricular assist device on (B)(6) 2019, the pump restarted twice after being stopped via the system monitor. The surgeon asked to have the pump stopped and cardio-pulmonary bypass (cpb) reinitiated so as to remove pump from the apical cuff to repair a bleeding site (around cuff; backside of heart). The outflow graft was clamped and the pump removed and placed away from the heart (still connected to the outflow graft). Pump speed had been set to 5300 rpm and backup battery was not installed at time of pump stop. Approximately one minute later, the pump restarted for a second time. At that time, an alarm sounded from the power module, indicating that it was overdue for maintenance. Upon hearing the alarm, the alarm silence button was pressed on the system controller, which is likely what restarted the pump. At this point, the repair to the bleeding site had been completed. The surgeon decided to exchange the pump since it had run dry. The implant procedure was successfully completed and patient continues on vad support with the exchanged pump.